Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that cartridges were leaking associated with the infusion set and cartridge, and the user had been connecting the cartridge and connector outside of the ilet rather than inside the chamber, indicating an infusion set connection deployed incorrectly or not attached correctly, with the device component implicated as the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with an improper or incorrect procedure or method related to the cannula connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.